Event description:
On (B)(6) 2019 a patient received a perceval pvs25 sutureless aortic heart valve as part of an avr. The manufacturer was notified that the device was explanted the same day and replaced with a perceval pvs23. The site reported the pvs25 was wasted after explant. The manufacturer received additional information from the site on sep. 02, 2019 identifying the following. The first valve was implanted and after weaning from cpb was discovered to be too small. The patient was re-clamped and additional debridement was performed. A larger size was implanted. There was a little added x-clamp time but the patient did fine and was not impacted by the delay in procedure.

Manufacturer narrative:
The manufacturer received additional information from the site on sep. 02, 2019 identifying the following. The first valve was implanted and after weaning from cpb was discovered to be too small. The patient was re-clamped and additional debridement was performed. A larger size was implanted. There was a little added x-clamp time but the patient did fine and was not impacted by the delay in procedure. The manufacturing and material records for the perceval heart valve, model #icv1210 , s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1210) perceval heart valve at the time of manufacture and release. Based on the information received the event was a result of a procedural under-sizing. The physician reported this issue was corrected and that the patient was not effected by the delay in the procedure. The root cause is thus deemed to be not related to the device but the cause is traced to user : unintended use error caused or contributed to event - mis-sizing.

Event description:
On (B)(6) 2019 a patient received a perceval pvs25 sutureless aortic heart valve as part of an avr. The manufacturer was notified that the device was explanted the same day and replaced with a perceval pvs23. The site reported the pvs25 was wasted after explant. The event occurred at (B)(6) medical centre, (B)(6) and involved dr. (B)(6).